Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this pulse generator was explanted less than a year after implant due to an unknown issue. A new pulse generator was successfully implanted. No additional patient adverse effects were reported.